Event description:
Medtronic received information that after the successful implant of a transcatheter bioprosthetic valve, the beginning of a cardiac tamponade was observed on the fluoroscopy image. The patient was immediately converted to open-chest surgery to repair a left ventricle guidewire perforation. The guidewire was either an amplatz super-stiff or an amplatz extra-stiff guidewire. The lv repair was successfully completed and the patient was recovering, with the implanted transcatheter bioprosthetic valve functioning optimally. It subsequently was reported the next day that the patient passed away. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).